Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the anchor broke during procedure. No broken pieces fell into the patient and the procedure was completed successfully.

Manufacturer narrative:
Updating file from malfunction to no report required; after investigation of the device, it was determined that the device did not exhibit breakage. The unit was bent. Alleged failure: item broke apart during medical procedure. Nothing felt into patient site. Replacement was available. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be user excessive force on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported that the anchor broke during procedure. No broken pieces fell into the patient and the procedure was completed successfully. Update: per investigation performed, the obturator did not exhibit breakage. The unit was bent.